Event description:
Acute aggravation of arthritis [arthritis]. Pain aggravated [pain]. Mild inflammatory symptom (knee) [arthritis]. Fluid retention (knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male patient, (B)(6), with kellgren and lawrence grade ii gonarthrosis. The patient's medical history was significant for hepatic steatosis. On (B)(6) 2012, the patient had yellow fluid retention of 48 ml prior to injection and the patient initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml in right knee. The synvisc lot number was not provided. On (B)(6) 2012, the patient had yellow fluid retention 35 ml prior to injection and received second synvisc injection. On (B)(6) 2012, the patient had mild inflammatory symptom with yellow fluid retention 30 ml prior to injection and received third synvisc injection, 2 ml into external supra patellar of right knee after sterilizing with iodine. Prior to injection, he had no complications inducing infection, general infectious symptoms, skin disease around the injection site or intra-articular infection. The same day, there was acute aggravation of arthritis and pain aggravated. On (B)(6) 2012, yellow opacified joint fluid 70 ml was aspired. The culture test was negative. The same day lidocaine was administered and pain relief and antibiotics were prescribed. On (B)(6) 2012, yellow opacified fluid of 55 ml was aspired, synovial fluid gram stain was performed and it revealed increased wbc but did not confirm bacterium visually. The same day blood test was performed and revealed wbc 8700 mm3, neutrophil 67.8%, eosinophils 6.2%, basophils 0.9%, lymphocytes 17.3%, monocytes 7.8% and crp 8.65. The body temperature was 37.1 celsius. On (B)(6) 2012, MRI (magnetic resonance imaging) was performed and it revealed outgrowths of synovial membrane in supra patellar vesicular. The event of acute aggravation of arthritis recovered on (B)(6) 2012. The outcome for the event of pain aggravated, mild inflammatory symptom, fluid retention (knee) was not provided. No change was taken with synvisc treatment. Concomitant medication included polyenphosphatidyl choline. The intensity for the event of acute aggravation of arthritis was unknown and for the event of pain aggravated, mild inflammatory symptom, fluid retention (knee) was not provided. The reporting physician assessed the relationship between synvisc and event of arthritis aggravated as probable. The relationship between synvisc and event of pain, mild inflammatory symptom and fluid retention (knee) was not provided by the reporting physician. The qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.